Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d2, g5: the common device name and 510(k) have been updated to reflect the correct information. Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the patient has cleared the infection. The reported was unsure if the patient will undergo another procedure to repair the patient's rotator cuff. It was reported that after the patient's removal of hardware procedure, the reporter does not believe that there have been any other procedures performed. It was reported that the patient was given a course of antibiotics at the hospital post surgery. It was reported that the reporter is waiting to find out what the pathology results are, but the doctor has not been extremely forthcoming.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary-the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. The eto sterilization of the device has been done according to requirements of iso 11135:2014. The certificate of sterilization indicates that the physical acceptance criteria and microbiological acceptance criteria were in compliance with the validated specifications; therefore, it is unlikely that the reported patient infection was caused by this mitek product. Although it is unlikely that the mitek product was a source of the patient¿s infection, with the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported event. A manufacturing record evaluation was performed for the finished device lot number (6l19804), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported from the sales rep via email that all the hardware used in a patient on june 11th had to me removed on june 16th due to an infection. The incision was open and red, and the tissue was inflamed deep down to the repair and bone. All hardware was removed, minus the tips of the healix advance sp dilator tips. Cultures were sent out and the rep will continue to follow up to find out what the results are. The patient was admitted to the hospital yesterday to continue antibiotics overnight. The physician medially used three y-knot all suture anchors and laterally he used qty 2 healix advance sp anchors (mitek ref 222425 lot 6l19804).